Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Visual and microscopic inspections were performed and it was found that the teflon pad was partially separated (detached) from the grasping section exposing metal. There was also evidence of char marks found on the device. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic assisted vaginal hysterectomy (lavh) procedure, the physician activated the seal and cut button to open the jaw to grab a tissue; however, the teflon pad peeled back. The device was removed and another similar device was used to complete the intended procedure. No device fragment fell inside the patient. It is unknown whether the metal was exposed. There was no patient injury reported. No additional information was provided.